Manufacturer narrative:
Please note, the previous supplemental report was not a correction. This supplemental report corrects h2 if "follow-up, type" to device evaluation. H11 "additional manufacturer narrative" was updated below as well. Event description: image flickered in and out during bovie use. Loss of light was experienced and duration of loss of light is unknown. Procedure completed using same device. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes: physical damage. The product was returned for investigation, and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that loss of light was experienced during use and duration of loss of light is unknown. Procedure completed using same device.

Manufacturer narrative:
Image flickered in and out during use. Loss of light was experienced and duration of loss of light is unknown. Procedure completed using same device. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause of the issue is physical damage. The product was returned for investigation, and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that loss of light was experienced during use and duration of loss of light is unknown. Procedure completed using same device.

Event description:
It was reported that loss of light was experienced during use and duration of loss of light is unknown. Procedure completed using same device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.